Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been getting a no delivery alarm on the insulin pump. Customer stated that she has been getting the alarm throughout the night. Customer was sleeping and she woke up to a no delivery alarm. Customer stated that her blood glucose was 249 mg/dl at the time of the incident. Customer's current blood glucose is 528 mg/dl. Customer stated that she feels okay to troubleshoot. Customer has not treated yet. Customer found no air bubbles and reported that the insulin exited at the quick release. Customer found that the cannula was not bent. Customer's settings were programmed correctly. Customer performed the high pressure test and passed. Customer was advised to do a complete set change. Customer was also advised to monitor the pump and her blood glucose level.